Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes prior to the atrial lead explant; noise, a drop-in impedance and possibly lead insulation breach was also noted. Patient was stable post-procedure.

Event description:
It was reported that the atrial lead was explanted due to lead fracture. No further information available.